Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no additional information requested or sample for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. This case reports a durafiber ag study patient (B)(6) experienced a device related adverse event: "venous leg ulcer". This event was classified as non-serious and mild in severity. After four days of treatment for a venous leg ulcer this patient experienced a trauma to the wound bed and surrounding skin with the removal of the durafiber ag dressing used in conjunction with profore. The level of tissue in-growth into durafiber was marked as 0% and no residue of durafiber ag was reported in the wound bed. Five photos of the left leg wound have been provided which demonstrate a chronic venous insufficiency ulcer. Its not clear if there is improvement. There is some minor bleeding of the wound bed which may be what the complaint is reporting. According the instruction for use (IFU) for the durafiber ag, the dressing can be used with profore and it is designed to stay in place for seven days. Item #7 of the durafiber ag (IFU) indicates if the dressing is not easily removed, moisten or soak the dressing to assist removal to avoid disruption of the healing wound. Conclusion: the root cause of the reported trauma to the wound bed could not be determined. This could also be from incidental debridement from changing the dressings but bleeding of this level indicated by the images does indicate there is perfusion to the wound base and this could be desireable in some circumstances. The removal of the dressing after 4 days of use and/or failure to moisten or soak the dressing to assist with removal are factors unrelated to the design and manufacturing of the durafiber ag which could have contributed to the complaint as outlined in the precautions stated in the ("IFU") associated with use and removal of the durafiber ag. Since it was reported no action was taken and the patient remains in the study, no further clinical medical assessment is warranted at this time. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case could be reopened.

Event description:
It was reported that a patient treated for a venous leg ulcer experienced a trauma to the wound bed and surrounding skin on removal of the durafiber ag dressing. No additional procedure to remove the dressing was required. Level of tissue in-growth into durafiber ag was marked as 0% and no residue of durafiber ag was reported in the wound bed.